Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), five patient samples tested for the elecsys hcg + beta test system (hcgb), and one patient sample tested for probnp on a cobas 8000 e 602 module (e602). The erroneous results were reported outside of the laboratory to medical personnel treating the patients. Roche manufactures two probnp reagents, the elecsys probnp ii immunoassay and the elecsys probnp ii stat immunoassay. It was asked, but it is not known which specific probnp reagent was used. The first sample initially resulted with a tsh value of 0, which repeated as a normal value. No units of measure were provided for this assay. (B)(6). No adverse events were alleged to have occurred with the patients. The lot numbers and expiration dates of the tsh, hcgb, and probnp reagents were asked for, but not provided. Precision studies were performed and these were within specifications. The field service engineer changed the liquid level detection circuit board and probes. He said that the end pieces of some probes appeared deteriorated. He changed sipper tubing since it was worn and some parts were looped across the probes. He replaced seals and pinch valve tubing. He cleaned syringes, sample, reagent sipper, and dilution lines. He adjusted liquid level detection, probes, and a pump. Quality control results were good after these actions. The customer later stated that a large number of bubbles were on the surfaces of samples due to transport. The issue could be duplicated if bubbles were artificially introducing on the surface of samples. The samples had not been centrifuged prior to receipt to the laboratory. As a preventive measure, the customer repeated samples for one week and no further issues were seen. The investigation was unable to find a definitive root cause.